Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: material #: 365056. Lot/batch #: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode blood pooling. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced blood pooling in the stopper well. The following information was provided by the initial reporter. The customer stated: during blood collection, the rubber cap of the blood tube leaves blood on it. During the tube transport this blood shoots off and the transport tube is full of blood spatter.